Event description:
A peritoneal dialysis (pd) patient contact reported that a cycler will not turn on when the cycler is powered up. Patient was not connected during incident. Display was blank. There was not a power outage. There was not an outlet issue. Power cord was securely plugged in. There was not a sound when the caller pressed on the on. The fresenius technical support representative advised the patient the cycler would be replaced. There was no harm reported. Additional information was requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2020 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Mushroom head check passed. The device history record did reveal issues or problems related to the reported symptom code(s). Front panel display replaced on 08/16/2023. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.